Event description:
It was reported that a pt underwent an unk procedure on (B)(6)2010 and suture was used. The suture was easily detached from the needle when the surgeon grasped it with the needle holder. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4) results: the actual device was returned for evaluation. No needle defects were noted, however, the needle is broken at the barrel and there are marks at the break spot. Conclusion: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.